Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 4 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted and a new 27 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Per the initial report, approximately 4 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted, and a new 27 mm surgical valve was implanted. Subsequently, additional information was received via medical records revealing the patient underwent explant of the 29 mm sapien 3 valve with a surgical aortic valve replacement (savr) due to endocarditis. It was indicated that the valve appeared to be infected, but there was no associated root abscess. The patient was noted to have positive blood cultures for enterococcus faecalis approximately 2 years 2 months post tavr procedure. A transesophageal echocardiogram (tee) was performed, and it was noted to be negative for valvular/tavr/implantable cardioverter-defibrillator (ICD) vegetations. Approximately 1 year 8 months later, the patient was noted to have positive blood cultures for streptococcus mitis. Approximately 3 years 10 months 14 days post tavr procedure, a tee was performed, and it showed there was thickened tavr leaflets, a 4 mm vegetation and moderate mitral regurgitation (mr). The patient underwent a dental extraction surgery and an ICD lead extraction after exhibiting negative blood cultures. Approximately 1 month later, the patient was noted to have positive blood cultures for enterococcus faecalis. Approximately 4 years post tavr procedure, the tavr was explanted, and a 27 mm surgical valve was implanted. At the time of this report, the information available does not suggest the 29 mm sapien 3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 valve. Therefore, the valve explant event is no longer considered FDA reportable.